Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported that a scratch appeared on the ilet on (B)(6) 2025, which later progressed to an unresponsive screen. The user suspected the damage may have occurred while sleeping on the device. The device could no longer be used, and the user switched to backup therapy. A replacement ilet was arranged. Blood glucose was not affected. No symptoms, external assistance, or medical intervention occurred.